Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the instrument channel of the videoscope is kind of blocked a little. The issue occurred, during preparation for use. There were no reports of patient harm.